Event description:
On july 11, 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained while the medical surveillance specialist (mss) listened to the call recording. While listening to the call recording, the mss noticed that the patient does not specify when the subject meter started giving alleged inaccurate high readings. The patient claimed to obtain blood glucose readings of ¿153 and in the 180¿s mg/dl¿ with the subject meter which they felt were too high compared to how they were feeling. The patient mentioned that their usual readings are in the 120's mg/dl. The patient reported that on may 10, 2024, at 12:42 pm, they ¿passed out¿ while they were in the car with their mother. The patient was taken to the hospital where they had to stay for 3 days under observation of the doctor. The patient indicated that a blood glucose reading of ¿in the 40¿s mg/dl¿ was obtained on a hospital meter before treatment. While listening to the call, it was noted that the patient mentioned they received an unspecified IV in their arm whilst being transported to the hospital in the ambulance. The patient manages their diabetes with diet and exercise and denied taking any action in response to the alleged issue. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and reportedly received health care professional (hcp) treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.